Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: october 13, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half. No further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a patient underwent intraocular lens exchange procedures for both eyes which were implanted with preloaded multifocal intraocular lenses (iols). Following the initial implantation, post-operatively, the patient experienced issues with halos and glare, leading to non-adaptation. It is unknown whether these symptoms affected the patient's activities of daily life. The replacement lenses used in both eyes were non-johnson & johnson iols, with a power of +20.5 diopters. There were no unplanned vitrectomies, incision enlargements, sutures, or medications outside the standard of care required. No injuries or complications were reported. The patient's initial outcome was described as temporarily impaired, but the current status remains unknown. Pre-operative best corrected visual acuity was 20/30-2 in the right eye (od) and 20/20 in the left eye (os). No additional information has been provided. This emdr report pertains to the patient's right eye. A separate report will be submitted for the left eye.

Manufacturer narrative:
Section a6. Race: unknown, information was requested but not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed.. An attempt has been made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.